Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Accolade c unitrax sleeve did not cold weld on the trunnion and was spinning and could not get sleeve off of head.